Event description:
It was reported that the customer was not seeing drops of insulin coming out the end of the tubing during fill tubing. The customer reconnected the luer lock and was able to complete the entire load process successfully. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t: slim pump user guide recommends to perform regular checks on the pump and infusion set for any instances of loose luer-lock connections or leaks; leaks around the infusion site can result in under-infusion. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.